Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. After the induction procedure, the corresponding episode was adequately displayed on both eep screen (induction screen) and aida screen (holter screen). During the printings, the induction episode was not properly printed from the aida screen (induction markers were printed, but not the corresponding egms). Printing of the same episode was performed properly from the eep screen.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files rec'd. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Review of follow up file showed that: the episodes could be printed with the egms when printing directly from the aida+ screen; however, when printing from the "report" screen, the egms were not printed. The reported event is confirmed. However, printed egms are available through direct printing, if needed. This behavior resulted from a programmer software issue in specific conditions (episode with a full continuous egm trace and printed from the "report" screen). This was corrected in the last release programmer software version (ovatio module 1.09 version - smartview 2.10 version).